Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for a routine device check. The atrial lead exhibited far r-wave oversensing, decreased p-waves, and high capture threshold; which potentially contributed to automatic mode switch episodes. No intervention or patient symptoms were reported. The patient would be monitored.